Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the hub part of the trocar detached during surgery. The surgery was completed after replacing the product with another one. There's no patient harm.

Manufacturer narrative:
One opened trocar cannula and hub was received in a pouch the report of the hub part of the trocar detached during the surgery. The hub was not seated properly on the cannula. The returned trocar cannula/hub assembly was visually inspected and was found to be non-conforming, the hub and cannula were separated. There was presence of adhesive on the hub and on the cannula. A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. During assembly of the trocar product adhesive is dispensed at the cannula hub interface. The evaluation of the returned sample identified adhesive on the hub and on the cannula, therefore, how and when the trocar cannula and hub became separated cannot be determined from this evaluation and the root cause for this complaint is unknown. A potential contributing factor of the separation is manipulation during surgery. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. Assemblies are 100% inspected for adhesive application during assembly. If adhesive application is incorrect the assembly is scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time the manufacturer internal reference number is: (B)(4).